Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo pvi (pulmonary vein isolation) ablation and the patient experienced esophageal fistula. The patient died. The patient had the redo ablation procedure on (B)(6) 2026. According to the operator, the patient underwent a gastroscopy 10 days after the ablation, which was also unremarkable. Approximately 14 days after the ablation, the patient returned to the hospital with symptoms. Investigations revealed an esophageal fistula. The patient was airlifted to a specialized clinic, where he died a few days later; the exact date is unknown. It was reported that the physician's opinion on the cause of death was an air embolism. According to the operator, the ablation and the entire procedure were unremarkable with respect to the carto 3 system and the catheters used.

Manufacturer narrative:
Per an internal review on 15-may-2026, the "air embolism" (e050301) h6 health effect - clinical code was added to this event. The physician's opinion was that the patient had died from air embolism. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).